Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that after the right ventricular (rv) lead was placed during the implant procedure the physician was testing the thresholds on the right atrial (ra) lead and trying to find an ideal position. The patient suddenly went into tachycardia and cardiac arrest for several seconds. Emergency rescue and external defibrillation were performed. Tachycardia continued and the ra and rv leads were removed and the procedure was aborted. A future procedure will be arranged. No further patient complications have been reported as a result of this event.